Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. It may be possible that the stent was undersized for the vessel; however, this could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a tortuous lesion in the celiac artery. The 6.5 x 18 mm rx herculink elite stent delivery system (sds) was advanced to the lesion with no resistance noted. The balloon was inflated to 10 atmospheres (atm) to deploy the stent. Once the balloon was deflated, it was noted that the deployed stent had moved distally into the aorta. The sds balloon was advanced into the stent and inflated slightly, thus pulling the stent back to the sheath. A vascular surgeon was then called and a cut down was performed, removing the stent from the anatomy. The procedure was completed at this time. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.